Event description:
F/u conducted indicates the pt was not diagnosed with endophthalmitis as had been originally reported.

Event description:
A surgeon reported that a patient developed endophthalmitis one week following implantation of an intraocular lens (iol). A vitrectomy was performed, and a culture was positive for staphylococcus. The patient has been stable for one month. The association between this event and the iol is not known. Additional information has been requested.